Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument and sheath involved with this complaint and completed the device evaluation. Visual inspection was performed, and the sheath was found to be torn. Material was missing and was not returned, approximately 0.195" x 0.235" in size.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the staples would half way release, would not clamp down all the way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler clamped and unclamped three times, but did not fire. The instrument was inspected prior to use; the surgeon encountered no obstructions such as clips, staples, or other hard material between the instrument jaws, and no tension in the jaws. Buttress was not used. Bowel was the target tissue. The tissue was not calcified and not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue bunching. The procedure was completed with a spare instrument.